Event description:
A pt reported experiencing inaccurate low results with a otp meter. The pt's blood glucose results were 121mg/dl (meter), 181mg/dl (dr lab). Tests were done within 21-30mins with a difference of 25%. Pt did not experience any adverse events. No further info has been reported.